Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after use of a 5f mynx control vascular closure device (vcd) hemostasis was achieved. It was confirmed that the plug was deployed intravascularly by CT (computer tomography). The patient developed ischemia of the leg and surgery had to be done one day later. The occlusion was treated surgically on open vessel by cutting off the plug. It was found that the ipsilateral a. Iliaca com was highly stenosed, they had to put an unknown stent in it. The mynx sealant was found at the bifurcation and reached into the ostium of a. Profunda femoris. Contrast/imaging was not used to confirm balloon placement. The tension indicator was aligned with the markers on the side before attempting to deploy. The deployer did not fail to utilize the tension indicator/maintain tension on the catheter during depression of button #1. A 5f unknown sheath was used. A procedural sheath that is greater than 7f was not used prior to introducing the mynx. Physician made a diagnostic angiography of leg with a 5f non-cordis catheter. The deployer¿s mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was discarded since the problem occurred later on and will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, after use of a 5f mynx control vascular closure device (vcd), hemostasis was achieved. It was confirmed that the plug was deployed intravascularly by CT (computer tomography). The patient developed ischemia of the leg and surgery had to be done one day later. The occlusion was treated surgically on the open vessel by cutting off the plug. It was found that the ipsilateral a. Iliaca com was highly stenosed, they had to put an unknown stent in it. The mynx sealant was found at the bifurcation and reached into the ostium of a. Profunda femoris. Contrast/imaging was not used to confirm balloon placement. The tension indicator was aligned with the markers on the side before attempting to deploy. The deployer did not fail to utilize the tension indicator/maintain tension on the catheter during depression of button #1. A 5f unknown sheath was used. A procedural sheath that is greater than 7f was not used prior to introducing the mynx. Physician made a diagnostic angiography of leg with a 5f non-cordis catheter. The deployer¿s mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was not returned for analysis as it was discarded. A product history record (phr) review of lot f2301803 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant inaccurate placement (intravascular)¿ could not be confirmed as the device was not returned for analysis and procedural images were not provided. The exact cause of the issue experienced by the customer could not be determined. Based on the information available for review, vessel characteristics (ipsilateral iliac artery was highly stenosed and contrast/imaging was not used to confirm balloon placement) may have contributed to the intravascular deployment reported since a lesion/stenosis at the access site may prevent proper placement of the balloon, resulting in improper placement of the sealant. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. As stated in the IFU, ¿the safety and effectiveness of mynx have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ as warned in the IFU, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ additionally, the IFU states, ¿while maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy.¿ neither the phr review, nor the information available for review suggests a design or manufacturing related cause for this reported event/product. Therefore, no corrective/preventive actions will be taken at this time.